Event description:
A (B)(6) male pt¿s wife contacted zoll customer support to report that the pt¿s monitor started humming. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn 07018205 has been completed. The reported problem (humming) has been confirmed. As received, the monitor would not power on. The cause of the monitor not powering on was intermittent connections at bga components u101 (sdram) and u1000 (sram). The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. No adverse event resulted from the damaged bga components. The pt received a replacement monitor.